Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received thirty-three consecutive treatments of enhanced external counter pulsation (eecp) and each time the device was interrogated before and after treatments. When interrogation was performed following the last treatment it was discovered that a power on reset had occurred. Additionally, reported was a charge circuit timeout, charge circuit inactive message, and there was complete battery depletion. Of note, it was thought wireless transmission may have been active during the eecp treatments. The device was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Review of the device save to disk revealed that the device charge timeout occurred at or after explant and after the power on reset, which was the result of the patient receiving thirty-three consecutive treatments of enhanced external counter pulsation. Longevity was calculated using carelink files. If information is provided in the future, a supplemental report will be issued.